Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this patient's device triggered a lead safety switch (lss) message involving both the right atrial (ra) and right ventricular (rv) leads that may have occurred around the time of a revision procedure. The local sales representative reported that there were 14 atrial tachy responses (atr) associated with electrogram noise on the ra lead. Additionally, electrogram noise was present on the rv lead. Isometrics are not able to be performed as the patient has their arm in a sling. Atrial impedances are measuring at 290 ohms with ventricular impedances measuring at 300 ohms - 360 ohms. The daily measurements showed high impedances. Both the ra and rv leads have been surgically abandoned. New leads have been successfully implanted. Post-implant testing did not identify any abnormalities. The chronic device and replacement leads remain in-service. No adverse patient effects reported.